Manufacturer narrative:
(B)(4). Evaluation summary: two unused devices were received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Clear passage and pressure testing were performed, and both devices operated per specification. Simulated use testing was performed, and the devices primed and flowed normally. The reported condition was not confirmed and the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a catheter extension set would not flow when connected to a non-baxter catheter. It was stated that both components were primed, however, when connected the nurse was not able to flush the line. This occurred during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.